Event description:
New information received notes programming changes were completed. There had been no re-occurrence of the t wave oversensing. The patient was doing well.

Event description:
It was reported that non sustained right ventricular oversensing determined to be t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). No changes were made. The patient was just being monitored and was stable.